Event description:
On (B)(6) 2013, the pt was treated for abdominal aorta aneurysm using a gore excluder aaa endoprosthesis. Following deployment of the trunk-ipsilateral leg endoprosthesis, the olive tip nose cone got caught on the edge of the sheath upon removal and sheared off the device catheter. The tip was retrieved from the right common device iliac by putting another wire up into the graft and by pulling the original wire with the olive tip out of the pt. There were no pt consequences.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.